Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.

Event description:
Eight days post implant, the patient presented to the hospital with tamponade. In the operating room, it was observed the patient had persistent blood loss from the left atrium (la) to the aorta, bruising close to the region of the aortic knuckle, and possibly an erosion, which required surgical removal of the device. The patient has recovered without sequelae and was reported to be doing fine.

Manufacturer narrative:
Response to questions dated february 15 2008. Attached are redacted copies of the op report and echocardiographic reports. This event has not been reviewed by aga medical's erosion board. A consulting physician who has participated in erosions boards reviewed the data provided. Comments included reference to the dynamic nature of the defect, no aortic rim and a thin posterior rim affecting the sizing decision. - attachment: [2007-00079 supp.pdf]

Manufacturer narrative:
Response to questions dated february 15, 2008. The redacted copies of the op report and echocardiograms were provided to the FDA on april 14, 2008.this event was reviewed by aga's asd erosion adjudication board on july 14, 2008 and the following observations were reported: this patient experienced a device related erosion, however, the sizing parameters could not be evaluated since the images were unable to be opened.

Manufacturer narrative:
Device examination by aga medical principal research scientist resulted in the following findings: the returned amplatzer septal occluder (aso) was measured and confirmed to meet dimensional specifications, with the polyester patches and sewing threads complete and intact. The aso was partially firmed by fibrin tissue on almost the entire right disc, and a small part on the left disc, which is consistent with the early stages of the endothelialization process. Further examination revealed the left disc was slightly bulged, which may be a result of the aso being oversized for the defect. However, the definitive cause of the tamponade and potential erosion could not be determined with the information received. Should further information become available, aga medical will file a supplemental report.